Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the unresponsive touch screen, but no response was received. There was no impact to the customer's blood glucose level.